Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been returned to the manufacturer for evaluation. Device manufacturing date is unavailable at the time of filing.

Event description:
Medtronic received information regarding a navigation device being used for sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that during the case, it was noticed that the accuracy was off by approximately 2mm. The surgeon was touching bone, but the probe image was showing above the bone. Another spin was taken with the imaging device. The surgeon then noticed that the percutaneous pin was not seated properly and had a slight movement. Reseating the pin more securely resolved the issue. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: device manufacture date provided.